Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to the description for more information regarding the specific circumstances of this event. (B)(4).

Event description:
It was reported that this patient was admitted into the hospital for rapidly conducted atrial fibrillation (af) and was scheduled to have an atrioventricular nodal radiofrequency ablation (avna) procedure. Additionally, this right ventricular (rv) lead exhibited loss of capture. Fluoroscopy was performed and it was confirmed that the rv lead was dislodged. Subsequently, this rv lead was repositioned successfully. The system was reprogrammed to rv pacing 7.5 v and 2.0 ohms. No additional patient effects were reported.